Manufacturer narrative:
The sample was visually inspected and was found to be conforming. The sample was then functionally tested for actuation, cut, and aspiration and was found to be conforming for all three functional tests. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. The returned sample was found to be conforming, therefore an actuation issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was manufactured to specifications. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that an anterior vitrectomy cutter ceased to actuate during surgery. The condition of aspiration is unknown. The product was replaced several times, but the defect was repeated. The console was replaced and there was still no improvement in the defect. The cut rate was reduced from 800 cuts per minute to 700 cuts per minute and the surgery was completed. There was no patient harm.